Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced loss of consciousness during their activities of daily living when their right ventricular (rv) lead exhibited high impedance from a confirmed fracture. It was believed the lead was damaged during a routine change-out procedure that had occurred approximately one month earlier. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.